Event description:
It was reported that during a da vinci-assisted surgical procedure, a "release the blade pressure" message was displayed. The customer reinstalled the harmonic ace instrument, but the error message was still displayed. No fragment fell into patient. A backup instrument was used. The procedure was completed with no report of patient harm, adverse outcome, or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "release the blade pressure" message was displayed". For clarification, the instrument was found with a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. Broken piece, approximately 0.51" x 0.10" was not returned. Material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. Additional observation not reported was a broken clamp arm. The inner tube slots where the clamp arm hinges were what broke off, causing the arm to dislodge. No material appeared to be missing. The common cause of this failure is mishandling/misuse, likely from excessive loading. Failure analysis found the additional failure of a broken clamp arm to not be related to the customer reported complaint.